Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer advised the customer replace the backup battery to resolve this issue. No further information from the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the backup battery will not charge. No patient involvement.